Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Based upon the information from complaint, omsc confirmed that the sheathing of the root of the power cord was broken. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred because the excessive force was applied to the power chord or a sharp object touched the power chord.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the power cord of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.